Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported error message and overheating, there were no errors in the parsing log but the power sup ply was replaced as a preventative measure. Analysis also could not confirm the reported printing failure, however it was noted that he programmer was set to print to an external printer. Analysis also noted that the keyboard and keyboard slide cover were missing and the right keyboard hinge was missing all parts were replaced. Additionally, the electrocardiogram (ECG) connector was loose and the programmer incoming electrical testing, the link electronic module (lem) printed circuit board (pcb) was replaced and calibrated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was displaying an error message that the programmer was overheated and the printer was not printing. The programmer was returned for service. There was no patient involvement.